Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the failure of the circuit board controlling of the scope ID which might have been occurred by the unexpected stresses on the camera head of the subject device due to the user handling or the communication failure which might have been occurred by the unexpected stresses on the cable unit of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the scope communication error e226 had been occurred during the preparation for use before the unspecified procedure. The user had changed to another camera head and completed the procedure. For a while later, it was found the same phenomenon what the user had reported when the field service engineer of olympus (B)(4) came to the user facility. At the incoming the inspection for the repair, olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the endoscopic image was not displayed. Also olympus (B)(4) replaced the camera cable of the subject device to new one, the issue was resolved. There was no patient injury associated with this report.